Manufacturer narrative:
The reported complaint that "the customer suspected a catheter leak" was confirmed during the functional testing of the returned using the cool line catheter (lot # 174701). A pinhole leak was observed at the proximal end of the proximal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Upon visual inspection, no physical damage was observed on the returned catheter. Dried blood residue was observed on the catheter balloons and inside the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the proximal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaints reported for cool line catheter with lot number 174701.

Event description:
The cool line catheter (lot # 174701) was utilized to provide ivtm therapy on a patient in critical condition with a head injury. The customer reported that the catheter was inserted into the right side of the patient's body but did not specify the insertion site/vein. About 24 hours after the initiation of the treatment, during the cooling phase of the treatment, the thermogard console displayed an "air trap" alarm. The console went into standby mode, and the 500-ml saline bag was almost empty. The customer performed a catheter leak check following the zoll's IFU criteria and found no issue or kink in the tubings. There was no saline around the console or on the patient's bed. However, the customer replaced the start-up kit (suk) to continue the treatment. A couple of hours later, the customer noticed that the level of saline continued to decrease by 30 ml. The customer decided to test the catheter for a balloon leak and used a 20-ml syringe to inject saline through the in-luer but was not able to. The customer suspected a catheter leak but could not find the cause for the 30-ml decrease of the saline solution in the saline bag. The catheter was replaced (inserted into the left side of the patient's body), and ivtm therapy was continued. The treatment was completed with the replacement catheter and the same thermogard console. The amount of saline infusion into the patient's bloodstream is unknown. No patient injury was reported. No consequences or impacts on the patient.